Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover of the titanium transfer set was "off" inside the pouch. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.